Event description:
It was reported that the customer had high blood glucose levels of 453 mg/dl and 400 mg/dl. The customer treated with manual injection. Troubleshooting occured.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).